Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is 228378. A high value of this count can indicate a possible intermittency in the system. Lead impedance trends steady and no anomalies were found with impedance.

Event description:
It was reported that the patient had a large number of short interval counters (sic) and low right ventricle (rv) lead impedance. The physician plans to replace the lead. Currently the lead is still in use. No patient complications have been reported as a result of this event.